Manufacturer narrative:
H3 - device evaluation: the lens was returned stuck to a guaze in liquid with residue/debris on the product. Visual inspection found haptic torn/bent with debris on the lens and white residue on the optic. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was explanted, "due to a sizing issue." Though a replacement lens was mentioned, it remains unclear if the replacement surgery has occured. If additional information is received a supplemental medwatch report will be submitted.